Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/14/2021, it was reported during a maude review, that two of an ar-1923bc biocomposite pushlock suture anchors cracked. The anchors were not inserted. This was discovered during use in a procedure on (B)(6) 2021.